Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged the keypad buttons were missing/peeling prior to the down arrow and ok buttons becoming under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/23/2016 with the following findings: during investigation, all of the keypad buttons responded appropriately to user input. The pump was returned with the keypad peeling and torn. The keypad was removed to find no contamination or physical damage on the button contacts. Unrelated to the original complaint, a crack was found in the battery compartment from the case seal to the bumper. Additionally the pump was powered on to a dim display with letters having a red hue.